Event description:
It was reported that during the distal stenosis procedure of middle cerebral artery, percutaneous transluminal angioplasty (pta) was performed using a balloon catheter. The subject stent system was guided to the lesion site and attempt was made to deploy the subject stent however, the delivery catheter did not move even though the outer sheath was unsheathed, and the subject stent could not be deployed. Although several attempts were made, but the subject stent system was too stiff to be unsheathed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. The subject stent was returned for analysis and the device investigation revealed that the subject stent was partially deployed.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection it was observed that the stent was received partially deployed. The device was flushed, blood present within the system. The stabilizer was unable to be advanced within the delivery catheter due to kinks/bends. Deformation was noted to the middle of the stent all four marker bands were present on both ends of the stent. The delivery catheter was kinked/bent approximately 94cm from the proximal end. The delivery catheter was flattened/crushed at the distal end. The proximal end of the stent stabilizer was kinked/bent. During functional inspection, the subject stent was unable to be fully deployed as the stent stabilizer was unable to be advanced within the delivery catheter due to kinks/bends. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event stent delivery catheter friction' and stent failed/unable to deploy' were both confirmed during device analysis. The analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analysed anomalies noted to the device. Additional information received indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. It is unclear if continuous flush was set up and maintained throughout the clinical procedure. In the follow-up replies, the user answers that the stent delivery system was flushed with saline prior to use, and the guide catheter was flushed prior to insertion of the stent delivery system. However, the reply to was continuous flush set up and maintained throughout the clinical procedure was 'none. The patient¿s anatomy was described as 'severely tortuosity'. It was reported that 'the subject stent system was guided to the lesion site. Attempted to deploy the stent; however, the delivery catheter did not move even though the outer sheath was unsheathed, and the stent could not be deployed. Some attempts like advancing the guidewire to the distal, guiding the catheter closer to the lesion, nevertheless, it was too stiff to be unsheathed. The system was retrieved and replaced with a subject stent system, although the stiffness was there, the stent could be deployed, and the procedure was completed successfully'. The stent was returned for analysis partially deployed from the distal tip of the stent delivery catheter (outer catheter). The stent could not be deployed by advancing the stent stabilizer, due to the deformation (kinks, crushing) present along the length of the delivery catheter. Instead, the stent was deployed by gently pulling it from the distal end of the device. Once deployed, the stent was noted to be deformed in the middle of the stent. During stent deployment, friction was noted between the delivery catheter inner body (stabilizer) and the delivery catheter outer body. The proximal end of the delivery catheter inner body (stabilizer) was kinked/bent. The outer body was flattened/crushed near the distal end of the device and was also kinked along the length of the device. There was significant blood present in the outer body. This suggests that insufficient flushing might have been a contributory factor in the case of this complaint device. It is likely that a combination of the target vessel tortuosity, the level of stenosis, insufficient continuous flushing and some unknown procedural factor(s) resulted in the user experiencing resistance while attempting to retract the stent outer catheter. The reported event ¿stent delivery catheter friction' and ¿stent failed/unable to deploy' and the as analysed event ¿stent deformed¿, stent delivery catheter kinked/bent, stent delivery catheter flat/crushed, stent stabilizer kinked/bent, stent delivery catheter friction, stent failed/unable to deploy, stent partial deployment has been assigned procedural factors. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.